Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on the 8th day of wear. The customer was unable to obtain scan readings and subsequently "collapsed as if left side had been paralyzed" and was treated with soda and sweets by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0065dhg54 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on the 8th day of wear. The customer was unable to obtain scan readings and subsequently "collapsed as if left side had been paralyzed" and was treated with soda and sweets by his wife. There was no report of death or permanent injury associated with this event.